Manufacturer narrative:
Concomitant medical devices: a2dr01 ipg; implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, it had increased by double. The patient underwent surgery "the last of february" on the right lung lower lobe and the trends correlate to that event. The rv lead remains in use. No patient complications have been reported as a result of this event.